Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 4592-53 implantable pacing lead, implanted: (B)(6) 2006; product ID 4092-58 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the device experienced an electrical reset. It was also reported that the longevity of the device was questioned due to a decrease in battery voltage. The device remains in use. No patient complications have been reported as a result of this event.